Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: b5, b6, b7, d10, h6(impact codes). A getinge fse checked the machine properly and not found the blood in blood detected tube. Fse noted the error a00 in error log. All test passed in functional test. Machine was worked properly but after 30 minutes the blood detected error came. Fse replaced the solenoid driver board (d0670-00-0639) and performed all functional test for one hour. Fse confirmed it was working fine. The device was handover to customer with proper working condition.

Event description:
It was reported that during routine check by distributor, the cs100 intra-aortic balloon pump (iabp) had a blood detected error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a blood detected error. There was no harm reported.